Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) ilpac3417, (certain® low profile 17° abutment 3.4mm(d) x 4mm(h)) for evaluation. Visual evaluation of the as returned device identified the abutment with signs of use, wear. The abutment's fingers were damaged. The retaining screw was fractured at the threads. Threaded piece was not returned. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the ilpac3417 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿fracture screw.¿ the customer did not submit images for the reported event. IFU review: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev. G 2022/12. Information identified: "potential adverse events" page 2. Based on the investigation and risk management file review as per rmf rm-00057-haz rev. 20, the most likely root causes determined from the investigation are missing or confusing instructions for use, clinician incorrectly engages abutment screw into implant, and torque applied during placement/ seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. Zimvie received one (1) ilpac3417, (certain® low profile 17° abutment 3.4mm(d) x 4mm(h)) for evaluation (images are attached). Visual evaluation of the as returned device identified the abutment with signs of use, wear. The abutment's fingers were damaged. The retaining screw was fractured at the threads. Threaded piece was not returned. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the ilpac3417 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿fracture screw.¿ the customer did not submit images for the reported event. IFU review: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev. G 2022/12. Information identified: "potential adverse events" page 2. Based on the investigation and risk management file review as per rmf rm-00057-haz rev. 20, the most likely root causes determined from the investigation are missing or confusing instructions for use, clinician incorrectly engages abutment screw into implant, and torque applied during placement/ seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that during a check up the doctor noticed that the abutment screw was fractured. Doctor cleaned up the area and replace the abutment.